Event description:
Boston scientific received information that this left ventricular (lv) lead had a confirmed fracture from a fluoro that was completed. Also noted were impedances greater than 2,000 ohms in all configurations. There was intermittent capture as maximum output. The fracture was noted to be near the pocket area where the lead had been wrapped around the device. The lv lead was programmed off. Boston scientific technical services (ts) was contacted and the local sales representative discussed that a revision procedure would be discussed with the physician. No adverse patient effects were reported. Additional information received states that the physician has decided to re-evaluate the lv in one month. No additional information at this time and no intervention has been undertaken.

Manufacturer narrative:
At this time the lv lead remains in service. Should additional information become available this investigation will be updated.